Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. Treatment was not reported. The recovery status of this peritonitis event was not reported. Action with pd therapy was not reported. Attempts to obtain additional information and confirmation regarding the cause of the peritonitis have been unsuccessful at this time.